Event description:
It was reported that "revised due to patient pain and inflammatory response. Surgeon stated that trunnion on accolade stem looked burnished or corroded. Left the stem and shell in place and revised the insert and head".

Manufacturer narrative:
Additional information has been requested, and if available, it will be submitted in the supplemental report. The v40 cocr lfit head 44mm/+4; cat # 6260-9-244; lot unknown was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain and inflammatory response.